Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited the delivery of inappropriate shock therapy without therapy exhaustion during two separate stored episodes. Upon review of the stored episodes, it appears that the stored reference electrogram template does not correlate with the stored inappropriate therapy electrogram. The health care professional (hcp) reached out to technical services (ts) for programming and device optimization recommendations. Ts recommended obtaining a new reference template and evaluate the current programmed therapy zones. The device system remains in service at this time. No adverse patient effects were reported.